Manufacturer narrative:
The delivery system catheter was returned to gore histology and examined. The presence of coagulated blood within the catheter inhibited the confirmation of reported blood leakage. Post-processing leakage testing was inconclusive, therefore, no root cause could be determined and the reported catheter leakage could not be confirmed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the pt underwent an endovascular procedure to treat an abdominal aortic aneurysm. Prior to the procedure, 2000 units of heparin were administered. A gore excluder aaa endoprosthesis featuring c3 was advanced over a stiff guidewire to the target location. It was then noted that blood was leaking from the handle of the c3 deployment system. Due to the blood loss, the physician quickly deployed the trunk-ipsilateral leg component and removed the c3 delivery catheter. The procedure ended well. The pt is reported to be doing fine.